Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one photo of the defect. The customer returned a single guide wire assembly for evaluation. The guide wire and advancer tubing showed evidence of use. Visual analysis revealed that the guide wire had multiple kinks/bends throughout the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The major kinks in the guide wire body measured 104mm and 514mm from the proximal end. The guide wire total length measured 602mm which is within the specifications of 596-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.796mm which is within the specifications of 0.788-0.826 mm per the guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance spring-wire guide into syringe approximately 10 cm until it passes through syringe valves." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through all components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in multiple locations throughout the body. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of guidewire kinked in use was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.